Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) sooner than anticipated. The device lasted approximately three years. The device was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. The device had set rrt/eri. There were carelink files available for this device; however they did not positively affect the device longevity calculation. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. No hybrid anomalies were found. Battery analysis revealed that based on the destructive analysis, no evidence of an internal short was found to account for the premature battery depletion. Back-lit images of the anode found uniform lithium-depletion with a thin lithium layer intact across the anode, typical of that found in batteries with high depletion. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. If information is provided in the future, a supplemental report will be issued.